Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. The customer stated they received reoccurring insulin flow blocked alarm after troubleshooting. Customer stated the issue could be due to scar tissues. Customer believed that issue is pump related . The customer had tried several different sites in her body and has had the same outcome- insulin flow block alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.